Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence it was reported that the ens fell of leaving the leads exposed and reveals wires coming from inside patient. It was also reported that the batteries were dead and that the patient was in pain. No further complications were noted or anticipated